Event description:
After an ir60b reload had been fired in a laparoscopic roux en-y gastric bypass procedure, it noted that the staple formation became progressively worse as one traversed the cut line from the distal to the proximal end. The knife blade was left exposed about halfway through the cut, and bleeding from the staple line was observed. Another device was used to complete the procedure. The health of the pt was not adversely affected by the malfunction.

Manufacturer narrative:
It has been determined through investigation that this failure was due to the reload's shuttle becoming jammed in the cartridge cover. This event will be monitored for possible corrective action. Eval summary: first unit (i60) worked as intended. Cartridge and the cover came apart.